Manufacturer narrative:
(B)(4). Catalog #:igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no product returned why unable to determine exact reason for filter to deploy prematurely, if release button was not inadvertently pushed during procedure. During manufacturing the dimension of the grasping hook and the locking mechanism are inspected. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter tilted when it was expanded, so the user tried to reposition it. However he filter could not be inside the sheath and became released. The user had to remove it using a gtrs-200-rb and placed another filter to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.